Event description:
The customer obtained false negative results with the ortho provue analyzer while performing antibody screen. The customer indicated that the provue interpreted the test result as negative. Upon visual inspection of the gel cards, the customer noticed positive reactivity. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood. The pt's test results did not match results obtained with manual gel test method, preventing erroneous test results from being released.

Manufacturer narrative:
A definitive root cause was determined. An ocd field service engineer (fe) identified sample tube stopper was wedged between the camera and the camera bracket. The fe removed stopper, realigned/focused camera. Repairs and adjustments returned this instrument to expected operation. The pt's test results did not match results obtained with alternate method, preventing erroneous test results from being released. Gel cards reacted as expected.